Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: returned physical sample, patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked 3cg stylet was confirmed but the exact cause was unknown. The product returned for evaluation was a 3cg stylet. The t-lock assembly and white electrical lead had been cut from the sample and were not returned. A kink in the magnet tip was confirmed to exist 2.6cm from the distal stylet tip. 21 magnets were counted within the tip and none were broken. Microscopic examination of the damage region found that the inner core wire was severely kinked, and the angle of the kink was replicated in the lab at kink angles greater than 140°. No potential damage, defect, or deformity potentially related to the manufacture process was observed during microscopic examination. Further evaluation included dimensional evaluation of the polyimide tubing which was found to be within specification. The observed damage indicated a prolapse-type event where the stylet had been kinked at an angle greater than 140° but the exact cause and conditions surrounding the event were unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "double lumen 4f. 3 kit used, 45 cm cut according to sequence of usage. Brachial, straightforward insert, tip of needle at center of vein. "New PICC on left brachial. Wire okay pre insert check. Threading w little 'wall rubbing' on axillary area, then threaded all the way. Wire kinked post insert."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reew3039 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reew3039) have been reported from the same facility.

Event description:
It was reported "double lumen 4f. 3 kit used, 45 cm cut according to sequence of usage. Brachial, straightforward insert, tip of needle at center of vein. "New PICC on left brachial. Wire okay pre insert check. Threading w little 'wall rubbing' on axillary area, then threaded all the way. Wire kinked post insert. "